Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove (stylet) and stent dislodgment were not confirmed. The reported difficulty to remove (sheath) could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertently mishandling of the sheath during removal caused the reported difficulty to remove (sheath) and subsequent noted material (stent) deformation. The investigation was unable to confirm a conclusive cause for the reported stent dislodgement as it was not confirmed during return device evaluation; however, material deformation (flared and stretched stent) was noted which may have been identified as a dislodgment. The investigation was unable to confirm a conclusive cause for the reported difficulty to remove the stylet as it was not confirmed during return evaluation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the stent dislodged off the 3.5x48mm xience xpedition stent delivery system (sds) when removing the yellow protective sheath and the stent remained partially in the protective sheath. Resistance was felt when removing the stylet and the yellow protective sheath. The sds was not used in the patient and there was no patient involvement. The procedure was successfully completed with a new 3.5x48mm xience stent. There was no clinically significant delay in the procedure. No additional information was provided.